Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Healthcare professional later reported right side capsular contracture baker grade IV and "the capsule was calcified and fibrotic". Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "the capsule was calcified and fibrotic". Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold and white particles observed on the device. No further actions are required as the device was implanted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.